Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, considering that error message e006 no longer occurred after the working element had been replaced and that there was discoloration at the electrode¿s insertion portion, it is assumed that the suspected device had not been properly assembled before use. Thus, this event/incident can most likely be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the esg-400 hf-unit without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model#: / catalog#: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the esg-400 electrosurgical generator displayed error message e006 when the electrode was replaced. Since error message e006 kept occurring, the user facility staff replaced the electrode as well as the esg-400 electrosurgical generator. However, the error message also occurred with the replacement generator. However, after replacing the working element (wa22367a), the problem was resolved and the procedure was successfully completed without an adverse event or patient injury. Also, it was reported that when the affected device was inspected afterwards, discoloration/corrosion of the electrode¿s insertion port was found.